Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc231650e0. Model: sc-2316-50e. Serial: (B)(4). Batch: 7133032.

Event description:
It was reported that the patient had an allergic reaction to adhesive tape. Symptoms of allergy were blisters and burning pain that were noted at the lead insertion site. The physician aborted the trial and removed the leads and all tape and the patient was doing well postoperatively. The explanted leads were not returned.